Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to a faulty integrated circuit on the digital board. The customer declined repair of the device. The device was returned unrepaired labeled not certified for clinical use. No trend is associated with reports of this type.